Event description:
It was reported that the customer experienced a past high blood glucose event, with the specific level marked as "high,". Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. The customer addressed the issue by changing the infusion set and cartridge, while having the control iq feature activated on their device, and was referred for additional assistance due to frequent recurring high blood glucose levels.